Event description:
Patient received a new orbital implant wrapped with ocu-guard to replace a previously-inserted, too-small orbital implant, following previous enucleation surgery. The date of the ocu-guard implant was 1999. On 02/10/1999 and 01/18/1999, the patient presented with wound dehiscence which was repaired by primary closure, and on 05/05/1990 for a mucous membrane graft. The dehiscences involved both the conjuctiva and tenon's capsule ("layer"). Patient is still unable to wear a permanent prosthesis.